Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally it was reported that the customer experienced a blood glucose level of "low", specific value not provided and cause was unknown. The customer addressed their bg level by eating carbohydrates and continued to use the pump for insulin therapy.